Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR: the synergy stent delivery system device was returned for analysis with no stent attached. Visual and tactile inspection identified no issues with the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Microscopic analysis of the balloon cones revealed no issues. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip showed no signs of distal tip damage. The device was returned with the stent detached and not returned for product analysis; per the reported information it remained in the patient. The stent outer diameter at the time of manufacturing was within maximum crimped stent profile measurement as per specification.

Event description:
It was reported that stent damage post deployment and stent migration occurred requiring surgical intervention. The 85% stenosed, 22mmx3.0mm target lesion was located in the moderately tortuous and severely calcified anterior descending artery. A 3.00 x 24 synergy drug-eluting stent was implanted. However, during withdrawal of an opticross hd coronary imaging catheter, it was stuck with the stent and could not be withdrawn. Under radiography, it showed that the stent was compressed, and the intravascular ultrasound (ivus) catheter was cut. A guidezilla guide extension catheter was then used to remove the stuck and remaining part of ivus catheter, but the stent could not be removed from the femoral artery. Surgical incision was performed; however, the stent could not be retrieved as it had been washed away with the blood flow and was not located at the distal end. The stent remained in the patient and no further complications were reported.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that stent damage post deployment and stent migration occurred requiring surgical intervention. The 85% stenosed, 22mmx3.0mm target lesion was located in the moderately tortuous and severely calcified anterior descending artery. A 3.00 x 24 synergy drug-eluting stent was implanted. However, during withdrawal of an opticross hd coronary imaging catheter, it was stuck with the stent and could not be withdrawn. Under radiography, it showed that the stent was compressed, and the intravascular ultrasound (ivus) catheter was cut. A guidezilla guide extension catheter was then used to remove the stuck and remaining part of ivus catheter, but the stent could not be removed from the femoral artery. Surgical incision was performed; however, the stent could not be retrieved as it had been washed away with the blood flow and was not located at the distal end. The stent remained in the patient and no further complications were reported.